Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was also received with minor scratches on the lcd window and a broken belt clip slot.

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was unknown. The customer wears the insulin pump under her bra strap. The customer stated that she changed her clothes and received a button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.